Event description:
A us distributor reported that a monitor was displaying a service code / wrench code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor displayed a service code and was unable to complete functional testing. The cause for the failure was defective u1004 and u1005 components on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.